Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaint from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified lesion in the right coronary artery. After a guide wire crossed, intravascular ultrasound (ivus) was performed. And then, an unspecified stent was deployed after pre-dilatation. A 4 x 8 mm nc trek balloon dilatation catheter (bdc) was used for additional dilatation, however; the balloon ruptured during the first inflation at 10 atmospheres. A non-abbott balloon was used to successfully continue the procedure. The procedure was completed without any issues, which was confirmed with ivus. No adverse patient effects reported and no clinically significant delay in the procedure reported. No additional information was provided.